Event description:
A patient was treated for an occlusion at the right distal m1 segment. Access was obtained using a guidewire, a zoom 88 access catheter, and a third-party select catheter. The physician noted a tortuous arch anatomy but no stenosis or calcification. During the first pass, the zoom 88 was parked at the distal cervical. A zoom 71 catheter was then advanced over the select catheter and through the zoom 88 to the face of the clot. After removing the guidewire and third-party select catheter, aspiration was applied to the zoom 71. The zoom 71 was removed without any reported issue. Post contrast run, an angiogram imaging showed the clot was not completely removed. For the second pass, the same zoom 71 was advanced through the zoom 88 and aspiration began. The zoom 71 was removed without any resistance. After the contrast run, imaging showed that the distal portion (approximately 1 cm) of the zoom 71 catheter was sitting in the right middle cerebral artery. The physician attempted to remove the separated distal catheter portion with an 0.024" guidewire, however, without success. The physician decided to advance a second zoom 71 through the zoom 88 and successfully aspirated the separated piece of the first zoom 71. The physician performed a final angiogram and determined full reperfusion with a tici 3 score. No patient sequelae were reported. The patient was discharged home and is doing well.

Manufacturer narrative:
The zoom 71 catheter was returned for investigation. Investigation confirmed the reported shaft breakage that occurred and suggested that an axial force was applied, stretching the shaft materials prior to breaking. Investigation demonstrated stretching and kinking along both the distal and proximal segments of the broken catheter shaft. Stretched catheter jacket materials were observed on both the distal and proximal segments of the zoom 71. Based on the provided complaint information, review of the case images and without the return of the competitor's adjunctive device, the exact root cause could not be determined. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications.